Event description:
It was reported while the guiding catheter was being advanced into the artery the guide catheter kinked. According to the physician, a dissection occured in the mid aorta and the iliac artery which may or may not have related to the kinked guiding catheter. Pt was reportedly in stable condition, the dissection was tacked up with stents.